Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus india. Olympus india checked the subject device for evaluation. It could be confirmed that the inside of the light guide lens of the subject device was dirty. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus india and its attached pictures showed that components under the light guide lens probably got corroded due to humidity invasion on the subject device. Product from its corrosion might have remained under the light guide lens as dirt. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(6) for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus india, it was found the dirt inside the light guide lens of the subject device.there was no patient injury associated with this report.